Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during a vitrectomy and intraocular lens (iol) implant procedure, when iol was loaded the lens optic was scratched with no patient contact. The surgery was completed on same day without harm to patient by replacing it with an unspecified lens.